Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 41 mg/dl due to delivering a bolus that was too large. Customer could not confirm if the bolus was correctly programmed onto the pump. Customer consumed glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.